Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time setting was approximately 5 minutes slow. Tandem technical support assisted the customer with correcting the time setting. The customer's blood glucose level was 120 (mg/dl).